Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), attributed the cause of the malfunction to be fatigue loading of the weld joint and breakage caused by repeated impacts. No further investigation is required. Complaint investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the impactor broke. All pieces were retrieved. The procedure was completed successfully with another device following a 5 minute delay in surgery to get the back up device from another set. No patient injury was reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.